Event description:
It was reported to philips that the device experienced a shock equipment malfunction during preventative maintenance. There was no reported patient involvement/adverse patient impact.